Event description:
Consumer alleged she broke a tooth while using the dual zone toothbrush. Customer is seeking compensation for medical bill for the replacement of her tooth. When she went to close her mouth, her tooth was hanging. She pushed it back in to place. This happened mid (B)(6) and she kept it in place for a month. Dentist was closed due covid-19, so she pulled her own tooth out on (B)(6). She took rum and tried to numb her gum and she pulled her own tooth. She has had a crown on her tooth. She still hasn't seen a dentist because the dentist is closed due to covid 19.